Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician found rust on the siderail latching mechanism. The technician cleaned and lubricated the siderail to repair the bed.